Event description:
During a laparoscopic cholecystectomy procedure, it was reported by the affiliate that the trocar would not arm. A new device was introduced to complete the case. There was no consequence to the pt.